Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue appears to be related to procedural conditions. The reported recurrent mr appears to be a cascading effect of the tissue injury. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the patient effects. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat mitral regurgitation (mr) with a grade of 3-4, enlarged atrium, calcified annulus. A mitraclip was inserted and deployed on the mitral valve. A second mitraclip was inserted, and grasping was performed. However, after 30 seconds of grasping, a leaflet rupture was observed. The clip was repositioned, and several attempts were made to grasp posterior to the leaflet rupture, but without success. Therefore, the clip was deployed lateral to the first implanted clip, reducing the mr to a grade of 1-2. The clips were noted to be attached to both leaflets. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.